Event description:
It was reported to siemens that a malfunction occurred while operating the artis zeego system. During an interventional procedure, the user reported that no x-ray was available and an exposure was not possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Manufacturer narrative:
Siemens conducted a detailed investigation of the reported event. The investigation was performed on expert discussions considering the complaint description, customer service reports, system history, system log files, and the c-part. It was reported that at the start of a procedure, the error message "no x-ray, tube too hot" was shown to the user and x-ray was blocked. The procedure was then performed and finished using an alternative system. During an onsite service intervention, a defective x-ray tube was found. After exchange of the x-ray tube, the system worked as intended again. A detailed investigation of the defective x-ray tube revealed a faulty oil pressure switch, which indicated that the oil pressure was too high, so further operation was blocked for safety reasons. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. The incident described was not classified as a reportable adverse event after detailed investigation, because neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected. The corresponding probability according to the risk analysis is in the range of inconceivable.